Manufacturer narrative:
The defibrillator was returned to the philips repair bench for evaluation. No problems were identified and the device passed all performance verification testing. The electronic event file was reviewed by a philips clinician. The patient was reported to have had an extended down time prior to the arrival of rescue personnel. The event was dated (B)(6) 2016 at 6:48:52 pm. The device was powered on into the monitor mode and defibrillator pads were placed. At 10 seconds elapsed time (et) the st/ar algorithm generated an alarm for ¿asystole¿. The device was not in the AED mode and this was not a shock advisory decision. The asystole alarm is one of the latching alarms identified in the heartstart mrx instructions for use (IFU). Arrhythmia alarms are categorized as ¿latching¿ or ¿non-latching¿ alarms. Latching alarms are announced and remain present, regardless of whether the alarm condition still exists, until they are either acknowledged or a higher priority alarm condition occurs. The latching alarm alerts the user who can then evaluate the patient and validate the alarm. The portion of the ECG waveform in question did not meet the criteria for vfib. At 18:31 et the users delivered the first and only shock to the patient. As the providers were using the device in the manual mode, they were acls prepared and able to interpret the rhythms that occurred during the event. The device was evaluated by both a philips field service engineer (fse) and a philips bench technician, and both found no issues with the device. The device passed all performance assurance tests and was returned to the customer. There is no information that supports that a malfunction of the device occurred. The st/ar algorithm worked as intended to alert the users to a potential issue and required their validation of the alarm.

Event description:
It was reported to philips that the heartstart mrx defibrillator printout showed ventricular fibrillation but asystole was shown on the screen. The patient had an extended down time prior to the medic unit arriving and did not respond to treatment. Efforts were discontinued and the patient was not transported to the hospital. The patient died. The customer reviewed the mrx printout for the patient showing what they thought was a vfib wave pattern but was identified on printout as asystole.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator printout showed ventricular fibrillation but asystole was shown on the screen. As soon as the user saw the asystole, a strip was run which showed the ventricular fibrillation, and the patient was immediately shocked. The patient had an extended down time prior to the medic unit arriving and did not respond to treatment efforts were discontinued and the patient was not transported to the hospital. The patient died.